Event description:
The physician attempted to place a 3.5mm x 28mm biodivysio stent in the native obtuse marginal artery that was reported to be 3.5mm in size, 90% stenosed, excessively tortuous and moderately calcified. It was reported that the physician was unable to pass a wire down the native obtuse marginal vessel to a lesion that was distal to the vein graft. The physician decided to access the lesion by passing a wire through the vein graft, into the obtuse marginal vessel and through the lesion. It was reported that the biodivysio stent would not cross the lesion. The stent delivery system was removed by pulling it back through the guide catheter. The lesion was successfully treated with another manufacturer's stent. There was no report of an adverse patient event.